Manufacturer narrative:
Product complaint#: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received at the service center and evaluated. The sales rep reported an issue of the coag did not work, per operational and diagnostic did not confirm this problem, therefore this complaint cannot be confirmed. However, there is a broken insert on the housing of the unit, and repair would require replacement of the housing. Since the housing cannot be replaced this unit is deemed unrepairable. The unit will be placed into long term hold so that it can be scrapped. As the reported issue was not confirmed, a root cause for the issue that was experienced by the user cannot be determined. Also we cannot discern a root cause for the broken insert on the housing. A manufacturing record evaluation was performed for the finished device lot number: (1707086), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
Additional information provided by the affiliate reporting the correct lot number of the foot pedal is 1707086.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by the sales rep via phone the facility stated that the coag did not work on either the vapr vue generator or vapr vue wireless footswitch. They tried to problem solve with several electrodes and unable to. They are unsure if this is do the generator or the foot pedal and looking to exchange both units. The case was completed using the units with no patient harm or surgical delay.